Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had a blank display anomaly. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the blank display anomaly. The insulin pump had not been dropped, bumped, or exposed to moisture. The call dropped and the customer did not answer her phone. A voicemail could not be left since the customer did not set up the voicemail on her cellular device yet. No products were returned or replaced.